Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event, including bilateral pleural effusion, ascites, congestive hepatomegaly, pulmonary edema, cardiomegaly, and fibroelastosis, upper gastrointestinal bleeding, chronic glomerulonephritis of unk etiology on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.